Event description:
Reporter indicated that hand held computer screen was continually freezing upon interrogation, indicating a possible software malfunction.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury.